Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. Also the relationship of infection and implant is unknown at this point of time.

Event description:
It was reported that the patient previously had a lumbar fusion, and subsequently acquired an infection. The patient was scheduled for removal of hardware and debridement. It was reported that during the procedure, the head of a 6.5x40mm pedicle screw was found separated from the shaft of the screw. The screw, which was located in the middle of the construct, was removed. No fragment of the screw remains in the patient. The surgeon stated that the patient's infection was not related to the breakage of the screw. No patient complications were reported post the revision surgery (debridement of spine for infection and removal of hardware).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and functional evaluation revealed the screw has separated from the multi-axial head. The ring and crown were still assembled in the head. A portion of the ring has been sheared through the cross sectional area on either side of the retaining ring gap, with the remaining portion of the ring still seated in the groove of the head. Bone screw head diameter found to be within print specification. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.